Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose is often much longer than his blood glucose, causing his pump to unnecessarily suspend. The patient's sensor glucose at the time of call was 53 mg/dl but his blood glucose was 93 mg/dl. The customer was then advised about proper sensor insertion, usage, and calibration. No products were returned and a replacement sensor was shipped to the customer.